Manufacturer narrative:
Investigation: accordingly, we would like to give a summary of our results regarding the reported issue. The device was not returned to the manufacturer for inspection. Therefore, no technical inspection could be carried out and the error description provided by the customer, "blue screen and image loss", could not be confirmed. But based on the failure description the most probable root cause is a component failure on the circuit board. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The device in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
According to the information received, surgical image was lost and a blue screen was shown. No death or (unanticipated) serious deterioration in state of health reported.